Event description:
Per the physician, the laser sounded like a firecracker from the universal ipl treatment head, and it was smoking and has a large burn mark on the filter. One patient reported blisters to the chest, but did not report the problem until a follow-up visit (therefore, medical intervention had not been a consideration).

Manufacturer narrative:
Lumenis service evaluated the lumenis one device. Per the customer engineer ce, the treatment head was defective. Lumenis replaced the treatment head along with the light guide (expert filter) and the defective head was sent to the manufacturing site for evaluation. Evaluation of the treatment head was not possible as the shipment was apparently lost in transit. This treatment head was installed together with the lumenis one device on 4/27/2005. Lumenis warrants the lumenis one universal ipl head to 30,000 pulses or one year (which ever occurs first). Results and conclusion: investigation of the injury was limited by late reporting of the injury to the physician and to lumenis. It is possible that the failure of the ipl treatment head contributed directly or indirectly to the patient injury. However, without additional patient and incident details from the customer, no further conclusion can be drawn. In the original analysis, this incident was determined by lumenis not to be MDR reportable. This incident was later reclassified by lumenis as MDR reportable as a result of an internal audit and the FDA letter dated july 25, 2006.